Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, there was a mix of product in the pack. No patient impact reported. The following information was provided by the initial reporter: "customer ordered 368499 tubes 10x100 units. The box included 9x100 units correct tube 368499 (3ml) and 1x100 units tube 368274 (2ml)."

Manufacturer narrative:
Bd received 1 photograph from the customer in support of this complaint. Evaluation of the photo indicated 2 different tubes. Product 368499 lot 3010347 was manufactured 01/03/2023 ¿ 03/03/2023. Product 368274 lot 3067535 manufacture start-up date was 30/03/2023. First product (368499) was already finished and shipped 3 weeks prior to the start of the manufacture of the second product (368274). Retains are kept at the shelf pack level and cannot be evaluated for this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the evaluation of the manufacturing data. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, there was a mix of product in the pack. No patient impact reported. The following information was provided by the initial reporter: "customer ordered 368499 tubes 10x100 units. The box included 9x100 units correct tube 368499 (3ml) and 1x100 units tube 368274 (2ml)."